Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/25/2025, the user reported that their ilet screen was cracked and unresponsive. A replacement device was shipped; blood glucose was not affected.